Manufacturer narrative:
(B)(4). The customer, a philips distributor, reported that while inspecting the device (sn (B)(4)) before distribution and while running the user initiated operational check, the device failed to recognize the test load. The device had not left the distributor and therefore had not been put in service. There was no pt involvement. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer, a philips distributor, reported that while inspecting the device (sn (B)(4)) before distribution and while running the user initiated operational check, the device failed to recognize the test load. The device had not left the distributor and therefore had not been put in service. There was no pt involvement.